Manufacturer narrative:
(B)(4). Approximation age of device- 11 months and 24 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted (B)(6) 2017 with concerns of gi bleeding in the presence of melena and inr 3.5. An egd was performed on (B)(6) 2017 which did not show a source of bleeding. On (B)(6) 2017, a pill cam revealed bleeding in small bowel. The following day, the patient underwent another egd and was treated with apc and clipped at the site of the bleeding. Patient was bridged with heparin and discharged on (B)(6) 2017. There were no alarms reported for this event.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.